Manufacturer narrative:
Of the two malfunctions, two lot numbers were provided, and lot history reviews were performed. The devices were not been returned for evaluation; therefore, the investigations are inconclusive for suction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 5608062 port & catheter experienced a suction issue. These reports were received from various sources. Both events involved patients with no reported injury. Both patients ranged from 47¿ 61 years of age and both patients are female, and weight ranged from 188 - 213 lbs.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 5608062 ppclrvue isp 8fpu siom experienced a suction issue. These reports were received from various sources. Both events involved patients with no reported injury. One patient was a (B)(6) year-old female weighing (B)(6) lbs. The other patient did not have age, sex, or weight provided. The 5608062 ppclrvue isp 8fpu siom were not returned to the manufacturer for evaluation, limiting investigation.